Event description:
It was reported that the right atrial (ra) lead was damaged during a mitral valve replacement surgery. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pulse generator, (B)(6) 2005; 407645 implantable pacing lead, (B)(6) 2005. (B)(4).